Manufacturer narrative:
One (B)(4) device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found eschar in the jaw and no defects. The customer reported the device was difficult or impossible to open and that the knife blade did not retract. The investigation did not identify any defects with the product. Boulder pmv investigation personnel found the knife advanced in the knife track when the jaws were closed, and the knife trigger was pulled. The investigator continued to hold the jaw lever back, keeping the jaws completely closed. The knife blade did not automatically return to the home position when the knife trigger was released. The knife caught in the forward position preventing the jaws from opening. The knife trigger had to manually returned to the home position to retract knife blade and open the jaws. The knife trigger could be returned to the home position without difficulty. The knife trigger did not move smoothly. The trigger felt ¿gritty¿ or ¿sticky¿ when manipulated. Eschar was noted on the device¿s seal plates and in the device¿s knife track. Pmv personnel removed all visible gross contaminating from the seal plates and from the knife track to determine if eschar build up contributed to, or caused the observed issue. The observed issue was not resolved after cleaning. Engineering evaluated the product and determined the device met specification. There are several issues that can contribute to an obstructed blade or increased friction on the blade such as; burrs due to the etching process (blade), eschar build up during the procedure, dry cycling the device, and jaw splay. The investigation found the device to function normally and within specifications. The IFU states, to divide tissue, maintain steady pressure on the lever and pull the cutting trigger until a hard stop is reached. Then release the trigger to allow the blade to retract. The IFU also states, failure to maintain steady pressure on the lever while cutting could result in inadvertent reactivation of energy. The IFU also states: if the cutting trigger does not automatically return to position, open the lever to manually return the cutting trigger. The IFU also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device was not cutting sufficiently and the knife blade did not retract. When closing the jaw and activating, the jaw seemed to stick. The surgeon had to open the device with his hand manually. There was no patient injury.